Event description:
Boston scientific received information that this pacemaker exhibited interrogation difficulties. Four programmers were tried with the same result. The field representative indicated the device was pacing in doo mode at 100 ppm, but the interrogation attempt would stop at 60-90% complete with display of error code 3207. The patient requires pacing only 1% of the time and during this check-up his intrinsic rate was noted around 90 bpm. An engineering memory data review revealed resets, however the cause of the resets could not be determined. Technical services recommended completing another memory data extraction for review or explanting the device if this issue continues. During a threshold test at a later follow-up visit, the device again exhibited the 3207 error code. Later, the device was explanted with a statement of normal battery depletion. This device is part the insignia microcrystal failure mode 2 advisory, and has exhibited symptoms consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, functional testing of the device using the zoom programmer showed that the device would issue an access error reset. In turn, the programmer would issue a log and halt error of 3207. Electrical analysis testing determined the issue was on the mixed mode component u3. Detailed analysis of the mixed mode component u3 found damage in the digital logic block. This damage did not result in excess hybrid current, but would cause the periodical zoom programmer error code 3207. Further analysis could not determine a sequence of steps or programmed settings that would recreate the error code 3207 on a consistent basis.